Event description:
It was reported that the patient presented in the clinic with discomfort. Upon interrogation, the atrial lead exhibited a high capture threshold. Further evaluation with computed tomography confirmed that the lead had become dislodged. It was also noted that, at the time of implant, the lead was set at a low current of injury. The lead was explanted and replaced. The patient was in stable condition.